Event description:
It was reported that the right ventricular (rv) lead exhibited low impedances. The lead was initially reprogrammed, and was later explanted and replaced. It was further reported that the atrial lead was removed in conjunction with the rv lead. The atrial lead was returned to the manufacturer, analyzed, and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments, analyzed and the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. There was blood on the proximal conductor of the lead and it was not obstructed, and the outer insulation of the lead developed cosmetic esc (environmental stress cracking) while in vivo and was observed to have blood ingression. Concomitant medical products: 4024, implantable pacing lead, (B)(6) 1999; 6917 x2, implantable pacing leads, (B)(6)1986; 6917a, implantable pacing lead, (B)(6) 1986; 6917a, implantable pacing lead, unknown; 4591, implantable pacing lead, unknown. (B)(4).